Manufacturer narrative:
(B)(6). Event date: (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a ¿dirt¿ on the tube. This was found during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Four (4) actual samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing, including a leak test, clear passage test, and clamp function test were performed with no issues noted. The device evaluation did not reveal any evidence of particulate matter on the tubing. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.